Event description:
The reporter stated the surgeon inserted a micl 12.6mm implantable collamer lens upside down in the left eye. Lens was removed without pt injury. Another same model and size lens was implanted. Reporter stated this event was due to technical error by the surgeon. See MFR# 2023826-2011-00884 for the right eye.

Manufacturer narrative:
(B)(4): method - lens work order search. Result - visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaints were found within the same work order. Conclusion: (user error caused event) - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to technical error. (B)(4)